Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir and infusion set had air bubbles of both small and large size. The customer experienced high blood glucose of 103 mg/dl. The customer treated it with insulin pump and manually. The device will not be returned for analysis.